Event description:
Clave port leakage reported. An extension set had just been hooked up to a pt. It was noted by the clinician that the clave port was leaking. Another clave male adapter was placed over tubing clave port and the port continued to leak between clave ports. No access of clave port had been performed by clinician. IV solution running was an unspecified hydrating fluid, no bleedback reported. The tubing was changed to solve the problem. No pt harm reported.